Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number:2017865-2021-16870. It was reported that the patient presented for a generator change out procedure. Upon investigation, the right ventricle lead exhibited high capture threshold and the atrial lead exhibited noise and low pacing impedance. The ventricle and atrial leads were both capped and replaced during the same procedure on (B)(6) 2021. Patient was stable.